Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) hammer 500 grams found with broken handles during routine inspection. No patient involvement. This complaint two (2) devices. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary, investigation flow: damage. Visual inspection: the hammer 500 grams (part # 399.42, lot # a7qa19) was received at us cq with the handle of the hammer was observed to broken off at proximal end dowel pin and broken piece of handle was not returned. This is consistent with the reported complaint condition, thus confirming the complaint. Device failure/defect was identified. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Complaint was confirmed. Conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 399.42, lot number: a7qa19 (wo# (B)(4)), manufacturing site: tuttlingen, release to warehouse date: may 15, 2007. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 13 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.